Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that right ventricular (rv) lead was not successfully implanted due to a lead fracture. No adverse patient effects were reported.